Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "an eyelash found on the top cover of the inner thermoform package".

Event description:
Healthcare professional reported "an eyelash found on the top cover of the inner thermoform package." Surgery was completed with a back up device. The device was not implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: device appearance (was observed an eyelash on the top cover of the inner thermoform package is not considered a workmanship since the device was not received in the original sealed packaging). However, a further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: an eyelash was observed on the top cover of the inner thermoform package, however is not consider as workmanship due to the device was not received in the original sealed packaging. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a foreign material (fiber on implant), which is related to the reported complaint. According to the current risk documents the event of " foreign material (fiber on implant) " is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with foreign material (fiber on implant) will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported " an eyelash found on the top cover of the inner thermoform package." Surgery was completed with a back up device. The device was not implanted.